Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Incomplete anchor insertion may result in poor anchor performance. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals that the anchor body is deformed. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during arthroscopic shoulder surgery, the footprint ultra pk suture anchor was fractured when screw-in for 1/3, pieces were removed with tweezers. The insertion site was prepared with awl tapered 3.8mm. The procedure was completed with a smith and nephew back up device and a delay greater than 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.